Event description:
Information received regarding the explanted device notes that the patient presented to the hospital with intermittent bradycardia, dizziness and syncope. Loss of capture was noted on an ECG. Measured battery data was 2.15v, <1 kohms impedance with dashes (---) noted for the current drain. The previous follow-up in september 2001 showed normal function with a normal battery voltage of 2.76v.